Manufacturer narrative:
Concomitant medical products and therapy dates: model: unknown, dbs leads (x2), therapy/implant date: unknown. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
This report is in reference to a (B)(6) patient. It was reported the patient has been receiving ineffective therapy. The patient's doctor believes the issue is related to an abnormal impedance reading. The patient's doctor has decided to replace the patient's ipg to address the issue. Surgery is pending.

Event description:
Follow-up revealed the patient's ipg was explanted and replaced. Surgical intervention addressed the patient's issue.